Event description:
The customer reported that the system would not display a fluoroscopic image. There as no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.